Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, when the subject pacemaker was first received on (B)(6) 2020 by the sales representative after being released from the manufacturing site, it was observed on the following day that the cardboard outer packaging of the pacemaker was unsealed.

Event description:
Reportedly, when the subject pacemaker was first received on (B)(6) 2020 by the sales representative after being released from the manufacturing site, it was observed on the following day that the cardboard outer packaging of the pacemaker was unsealed.

Manufacturer narrative:
As the device was received in its blister still sealed and without the external cardboard packaging, no inspection of the external cardboard packaging could be performed. Analysis of production records confirmed that the device was manufactured and released following all applicable procedures. No non conformity in the manufacturing cycle was detected.

Manufacturer narrative:
H6 (methods) was corrected: the device was received in its external cardboard packaging, which was found unsealed. Please refer to the attached analysis report.

Event description:
Reportedly, when the subject pacemaker was first received on 17 september 2020 by the sales representative after being released from the manufacturing site, it was observed on the following day that the cardboard outer packaging of the pacemaker was unsealed.